Manufacturer narrative:
Device code 1494: off-label use; age < 21 claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6 mm, vticm5_12.6, -11.50/3.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2019, but did not resolve the problem. On (B)(6) 2019 the lens was removed and exchanged for a spherical lens and the problem was resolved. In the reporter's opinion, the cause of the event is attributed to the device.